Event description:
It was reported that the patient was not able to pump up his inflatable penile prosthesis. The patient underwent surgery and a hole in the reservoir was found. All components were removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the inflatable penile prosthesis pump and cylinders underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. No anomalies were found with the cylinders. The pump was visually and microscopically examined, leak and functionally tested. Functional testing revealed that the pump did not pass deflation tests. The reservoir was not returned for analysis. Based on analysis results, the issue identified in the pump could have caused or contributed to the reported clinical observation of inflation issues.

Event description:
It was reported that the patient was not able to pump up his inflatable penile prosthesis. The patient underwent surgery and a hole in the reservoir was found. Therefore, the reservoir was replaced. There were no patient complications.